Event description:
N/a

Manufacturer narrative:
Updated fields - b4, d8, d9, g1 (contact office, contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) found ground prog missing, replaced power cord reel. Unit passed all calibration, functional and safety tests performed. Unit was returned to customer and cleared for clinical use.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2. Corrected data:g2, h6 (health effect ¿ impact codes ).

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) had a damaged power cord. There was no patient harm reported.